Event description:
Presented to the ER because of one hour of vad idle time. The device controller was found to have a problem with the connection to its internal battery, not resolved with battery replacement. His controller was exchanged for a new controller.